Event description:
The customer stated that the architect analyzer generated false positive troponin results for one patient. The patient came into the emergency ward with a suspected cardiac infarction. The patient was drawn (serum sample) and tested for troponin-I. The troponin-I results generated were 28 and 29 ng/l. The patient was again tested after 3 and 6 hours for troponin-I, but the previous elevated results were not confirmed (results not provided). The customer uses the 99th percentile cutoff of 28 ng/l for reporting troponin results. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
The customer observed discrepant patient results, while using architect stat troponin-I, list 2k41-28, lot 06299un13. Review of complaints related to discrepant patient results did not identify any unusual complaint activity for this lot. Accuracy testing was completed using retained kits of reagent lot 06299un13 and all acceptance criteria were met. A deficiency was not identified as panel testing shows that lot 06299un13 performs per specification. Per the complaint text the customer has been using reagent lot 06299un13 since the end of april 2013 without any issues. The customer further indicated since this issue occurred the samples are being allowed to clot for 10 minutes before centrifuging and they have not had any further discrepant results. This information reasonably suggests a sample specific issue contributed to the discrepant results therefore no malfunction has occurred. The architect stat troponin-I assay package insert was reviewed for information that may be useful for the customer. In the specimen collection and preparation for analysis section it states: for serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times. If the specimen is centrifuged before complete clot formation, the presence of fibrin may cause erroneous results. Also that inadequate centrifugation of the specimen may cause an erroneous result. No additional issues were identified; no further action is required at this time.

Manufacturer narrative:
Updated lot number from unknown to 06299un13. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.